Manufacturer narrative:
(B)(4). Batch #unk. The following information was requested, but unavailable: can you please clarify, when the "device stopped firing halfway through the staple line", did the device deliver a cut line? If yes, were the staple line and cut line equal in length? How much bleeding was there (mls)? Can you confirm how the bleeding was controlled? The lot/batch # n4lv22 provided was reviewed to verify the product code. Upon review, it was determined that the product code does not correlate to the batch/lot. The number provided correlates to a 2b12lth trocar. Do you have the correct batch and/or lot number for the ats45 device?

Event description:
It was reported that during a liver resection procedure, the device was used on a child and stopped firing halfway through the staple line. The gun jammed shut but the surgeon managed to force it open and get it off (without too much bleeding). Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify, when the "device stopped firing halfway through the staple line", did the device deliver a cut line? If yes, were the staple line and cut line equal in length? The device did deliver a cut line, halfway down the staplers, the staples also fired to equal length. How much bleeding was there (mls)? Not a lot (surgeon did not know ml amount) as he pre-sutured the vessels so that when the stapler was removed it didn¿t bleed everywhere. Can you confirm how the bleeding was controlled? The surgeon put a suture either side of the staple line and tied it tightly before removing the stapler so that the vessels didn¿t bleed when it was removed. He then completed the procedure with a new stapler. The lot number on the packaging is: n4lv2z.